Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been implanted with a competitor's system. The patient underwent a routine cardiac resynchronization therapy defibrillator (crt-d) change out. During the procedure the physician was unable to insert the rv lead completely into the header of the crt-d and pace impedance measurements were always greater than 3,000 ohms and shock impedance measurements were always greater than 200 ohms. The procedure was completed without the rv lead being connected. The next day the patient underwent a revision procedure and the lead was attempted to be inserted again. The first attempt was still unsuccessful, but then a small portion of mineral oil was used to lubricate the pin and the physician was then able to completely insert the lead. Impedance measurements were then found to be within normal limits.